Event description:
Arterial-line inserted on 3/25/98. At approximately 7:35 am on 3/26/98 nurse noticed blood leaking from arterial-line. Arterial-line appeared to be cracked at withdrawal port. Arterial-line tubing removed and all "vamp" kits pulled from stock.